Event description:
Pt's mother reported at 2:20 pm on (B)(6) 2009, while she was at work, her daughter activated a new omnipod for her son. At about 6:00 pm his blood glucose measured 222 mg/dl, but he is now in the hospital, having been diagnosed with diabetic ketoacidosis at 2 am on (B)(6) 2009 (no blood glucose results reported from this time). She stated her son has been transferred from the emergency room of one hospital to a specialist in another hospital. Another new pod was activated at 6:43 am on (B)(6) 2009; at 7:22 am the pt's blood glucose read "high" on an accuchek aviva meter. The final blood glucose measurement reported by the pt's mother is 232 mg/dl at 3:47 pm on (B)(6) 2009.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No defect, malfunction or other product condition that could have caused or contributed to the pt's high blood glucose and dka was detected. The qualifications for the product lot were reviewed; all acceptance criteria were met. The omnipod user guide emphasizes the importance of frequent blood glucose monitoring to detect any issues early and respond to them promptly and appropriately.